Event description:
It was reported the radiopaque marker detached from this introducer sheath subcutaneously, during entry for a hepatic drainage procedure. Retrieval of the detached marker was uneventful. Another unit was used to successfully complete the procedure without any pt complications. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Since the co's follow up revealed significant resistance was encountered during this procedure, co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event. However, without evaluating the device, co is unable to determine the exact cause for this event.